Event description:
It was reported that the patient had been reporting symptoms of "tachycardia" and palpitations". A device check of the implantable pulse generator (ipg) revealed the ipg had failure to capture and failure to sense on the atrial channel. It was noted that a x-ray was done and there was no evidence of lead fracture. An additional device check was done and the atrial lead was functioning within normal limits. The ipg was explanted and replaced as the physician was concerned regarding ipg malfunction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. It was reported that the device met expected longevity with normal depletion.